Manufacturer narrative:
As reported in a research article, calcification and stenosis were noted on a trifecta valve implanted for two years. The valve was not replaced. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. A more comprehensive assessment, including pathological examination of the valve tissue, could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Additional information was received which indicated the patient was not on dialysis or had any comorbidities which could impact their calcium metabolism and could have contributed to the calcification noted on the valve. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
As reported in a research article, calcification and stenosis were noted on a trifecta valve implanted for two years. The valve was not replaced. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. A more comprehensive assessment, including pathological examination of the valve tissue, could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Additional information was received which indicated the patient was not on dialysis or had any comorbidities which could impact their calcium metabolism and could have contributed to the calcification noted on the valve. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
The abstract article, "trifecta bioprostheses: evaluation of the safety based on the study of degenerations according to the varc-3 classification", was reviewed. The research article is a retrospective single center experience to evaluate the intrinsic imputability of trifecta for dysfunction according to the varc-3 classification in patients implanted and to reassess their referencing in our center. Trifecta valve was the device associated with this study. The article concluded, the classification of failures according to varc-3 indicated the intrinsic imputability of the trifecta¿ bioprostheses regarding to the number of svd-type dysfunctions. Although this study has limitations, it shows the understatement of medical-devices-vigilance cases by the medical staff. [The primary author of this article is richez, ophelie, amiens-picardie university hospital, 1 rond-point du professeur christian cabrol, 80054 amiens, france, with email address of : richez.ophelie@chu-amiens.fr]. It was reported that in march of 2015 a 19mm trifecta valve was implanted a patient who had a history of staphylococcal aortic endocarditis of the native valve and had aortic valve replacement of the ascending line by a homograft, according to an intervention by bentall mini-route in 2001 and global cardiac decompensation on severe aortic leak secondary to degeneration aortic bioprosthesis in january of 2015. It was also reported that on 10 may 2017 on transthoracic echocardiogram (tte) showed severe left ventricle dysfunction with lvef at 10-15%, left ventricle dilated at 74 mm. Minimal im. Pr-vg increased. Non-dilated rv with severe systolic rv dysfunction (tapse at 12 mm ¿ s¿ wave at 6 cm/sec). Modified calcified aortic bioprosthesis with apparently reduced opening, no leakage but reduced opening in this severe biventricular context. Paps 48 + 10 mmhg. Dry pericardium. Non-compliant dilated ivc. The patient was not on any calcium supplement. No replacement was required despite complications. Patient status is unknown. No additional information was provided.